Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle appeared to be a black rubber-like substance but otherwise, could not be identified. The root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional event information was reported or available. The event can be prevented/detected by following the instructions for use sections below: ¿evis exera olympus gif-h185 operation manual chapter 3 preparation and inspection¿. ¿evis exera olympus gif-h185 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of "no air/water flow", service repair was requested. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogged in the device nozzle. This report is being submitted due to the finding of foreign material clogged in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation as noted , found foreign material described to be resembling a black rubber was found at nozzle. The foreign material caused clogged in the nozzle. Due to nozzle clogging, amount of water contact does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to clogging of nozzle, air/water supply volume does not meet the standard value. The customer reported issue was confirmed. Furthermore, the following defects/findings were identified during device inspection: - air/water (aw-cylinder) has discoloration. - suction cylinder (s-cylinder) has discoloration. - switch box has a dent. - scope cover (sc-case) unit has discoloration. - scope cover (sc cover unit has discoloration. - due to burn on c-cover, insulation resistance value at distal end does not meet the standard value. - image guide (ig) protector has a cut. - c-cover has a chip. - objective lens noted cracked. - connecting tube buckled. - universal cord has buckled. Multiple follow ups were made to gather additional information regarding the reported issue, however, were unsuccessful as no response received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. The subject device was received for evaluation and the customers complaint was confirmed.